Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak (pvl)/aortic regurgitation after an extended time period can be caused by valve positioning, patient anatomy, calcification level, and changes to patient anatomy or pre-existing medical conditions. In this case, most likely, it was due to suboptimal position as a second valve was implanted 2-3 mm below the native annulus, which was 10 mm higher than the previously implanted valve, with trace pvl. However, a conclusive root cause could not be determined from the information provided. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this first valve is unknown. A relationship of the heart failure symptoms to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition/pvl and aortic regurgitation. In this case, a second valve was implanted valve-in-valve. It was reported that this second valve was implanted 2-3 mm below the native annulus, which was 10 mm higher than the previously implanted valve. This event does not allege a device malfunction has occurred.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that post implant of this transcatheter bioprosthetic valve, an echocardiogram indicated mild paravalvular leak (pvl). No treatment was prescribed. Approximately two years post implant, the patient presented with shortness of breath. Medications were prescribed for congestive heart failure. An echocardiogram indicated that the pvl had increased to moderate and severe aortic regurgitation was also noted. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. It was reported that the second valve was implanted 2-3 mm below the native annulus, which was 10 mm higher than the previously implanted valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.